Manufacturer narrative:
The reported failure of the active exhalation verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed active exhalation verification pretests. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by a third-party service provider, the technician replaced the 3-way solenoid valve and the proportional valve in accordance with the provided instructions. The replacement addressed the reported issue, and the root cause was confirmed. Following the repair, the device underwent final testing and passed all test requirements.

Manufacturer narrative:
The manufacturer previously received information alleging that a trilogy ev300 device failed the active exhalation test prior to implementation of a field corrective action (fca) or field change order (fco). There was no report of patient harm. The device was not in use on a patient at the time of the event. During evaluation at the manufacturer's service center, the reported issue was confirmed. The service technician replaced the proportional valve (aecm) and 3-way solenoid valve in accordance with the field service manual. Following repair, the device passed all required performance and verification testing and was returned to service. The removed proportional valve (aecm) and 3-way solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The proportional valve was installed on a trilogy evo stb unit and tested using the trilogy evo multifunctional test station. The component passed aecm verification testing at pretest and posttest. The investigation concluded that the proportional valve operated as designed. The 3-way solenoid valve was also installed on a trilogy evo stb unit and evaluated using the trilogy evo multifunctional test station. The component passed aecm verification and aecm solenoid current verification testing at posttest; however, it failed aecm verification testing at pretest. The results are indicative of a faulty solenoid valve. The investigation by engineering is ongoing.